Event description:
It was reported that a malfunction alarm occurred on the pump, which led to a visit to the emergency room. The customer's blood glucose level was reported at 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin and discharged later the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.